Event description:
It was reported that the customer was hospitalized with dka. Customer was not available for troubleshooting. The nurse stated that they were making adjustments to the basal rates to resolve the problem.